Manufacturer narrative:
(B)(4) shard penetration occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Visual examination shows that the ampoule was crush inside the butyrate tube. The filter is purple in color indicating that the formulation was dispensed. Pieces of glass shards are observed outside the butyrate tube. Also, a puncture in the applicator bulb is observed.

Event description:
It was reported that a patient underwent a hysterotomy on (B)(6) 2012 and topical skin adhesive was used. When the surgeon pushed the plastic vial several times to dispense the adhesive, the glass stuck the surgeon's finger. The surgery was successfully completed. There were no adverse patient consequences.